Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Technical services (ts) reviewed the episode noting t wave oversensing. A previous untreated episode also revealed t wave oversensing. Ts recommended finding out what this patient was doing at the time and try to recreate the similar poor q-t ratio and evaluate primary and alternate vectors. Ts discussed there could be a change in health or medical history. Ts observed one other previous inappropriate shock from oversensing of noise which had lower impedances, indicating the system could have possibly moved. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.